Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 12:57pm. There were multiple por events associated with a ¿call service (cs) 128¿ alarm due to a discharged replace battery observed on (B)(6) 2015. The total daily dose added up correctly and reflected the programmed basal target rate. Moisture and corrosion was observed in the battery compartment. The pump passed the leak test. The ¿ez-prime¿ steps were performed correctly on the pump. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after a 24 hour 1unit/hour duration test. The pump¿s cover was removed; there was no further moisture corrosion or any intermittent conditions found to the power pcb. The product delivered within specification and the reported ¿power¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015, there was an intermittent power (moisture ingress) issue with the pump. There was no indication of damage to the pump; however, moisture and corrosion was noted in the battery compartment. The patient reportedly experienced a blood glucose (bg) measurement of 27mmol/l with trace keytones with symptoms of nausea, excessive urination, abdominal pain and extreme drowsiness. Customer technical support reportedly advised the patient to come off the pump and use an alternative form of treatment. It was noted that the patient did not require medical intervention. Animas requested the return of the pump; however, the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged power issue with the pump.